Event description:
It was reported that balloon pinhole occurred. The target lesion as located in the cephalic vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, when the physician started to inflate the balloon, a pinhole was noted on it. Another of the same device was used and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the tip or markerbands that could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device.no other issues were noted with the device during analysis.

Event description:
It was reported that balloon pinhole occurred. The target lesion as located in the cephalic vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, when the physician started to inflate the balloon, a pinhole was noted on it. Another of the same device was used and completed the procedure. No patient complications were reported.